Event description:
It was reported during an a-fib procedure, a pericardial effusion occurred and pericardio centesis was performed. Multiple attempts have been made to obtain additional information regarding the patient status and event. However, no further information has been made available by the customer.

Manufacturer narrative:
The concomitant products: carto 3 model # m-4800-01, serial # (B)(4); stockert model # m-5463-01, serial # (B)(4); coolflow pump model # m-5491-02, serial # (B)(4). (B)(4).